Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in the hospital for an atrial cardioversion. Increased ventricular capture threshold and high, out of range, pacing lead impedance were observed. No noise was seen during isometrics. The patient was discharged from the hospital with no adverse events and will be monitored closely.